Manufacturer narrative:
(B)(6). The lot number is unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 6 for the same event. It was reported from the (B)(6) that during an ear, nose, and throat (ent) surgical procedure, it was observed that the handpiece device, two attachment devices, and three cutting burr devices seemed to ¿jump¿ during low drilling while in use together. The reporter stated that "jumping" refers to the fact that the whole system (handpiece, attachment and cutting burrs) wobbled from side to side while drilling. The reporter stated that the event occurred in an area ¿very dangerous next to delicate neuro tissue and blood vessels¿. It was reported that there was a ten to fifteen minute delay in the procedure. It was reported that an identical spare attachment device was used which solved the issue. It was reported that the whole system worked well but after some time, it (handpiece, attachment, and cutting burr devices) started wobbling together again. The reporter noted that the cutting burr devices seemed too thin for the attachment device; and that they were making a screeching/ grating noise. It was reported that there were black lines on the cutting burr devices after the case. It was reported that the surgery was successfully completed by changing the drill to a¿skeeter¿ drill, thus preventing patient harm. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.